Manufacturer narrative:
(B)(6). Bingler, michael a., darst, jeffrey r, fagan thomas e. 2011. Cyro-balloon angioplasty for pulmonary vein stenosis in pediatric patients. Pediatric cardiology it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article "cryo-balloon angioplasty for pulmonary vein stenosis in pediatric patients" that following a cryoplasty treatment procedure reintervention/stroke occurred. An unspecified polarcath balloon catheter was used to treat the target stenosis. Within 24 hours, the patient experienced stroke of unknown etiology. The patient underwent reintervention with cryoplasty retreatment. The patient's condition is unknown.